Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. Console logs from the reported day of event are consistent with complaint and show about 40 alarms placement signal not reliable (#1036, due to invalid optical signal) and over 20,000 of event 1036 (psnr without alarm) throughout the case, over 100 alarms placement signal not reliable (#1048, signal out of range) and a controller error alarm (#1044, opm comm invalid). Rtlog and ltlog data shows erratic characteristics of opm signals: noisy snr and placement, barcoding, occasional periodicity of snr, and low snr. The cause of the issue was not determined since product was not returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
Per failure investigator, the automated impella controller (aic) logs showed a controller error alarm. The aic has been requested for evaluation.

Manufacturer narrative:
The automated impella controller (aic) was received for investigation and after evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-24587 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24587.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Console logs from the reported day of event are consistent with complaint and show about 40 alarms placement signal not reliable. Console was returned to abiomed where it was subject to inspection end testing. Some contamination and debris were found on the optical pump connector fiber, as well as some localized anomalies of the optical bench detector (ccd). Reported placement signal issues were most likely due to combination of factors: defective optical bench (¿ccd defect¿), compromised blue receptacle (debris creating air gap), and either pump-related issue or pump-patient interaction. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-24587. D6a updated with additional information d8/d9 device returned to manufacturer updated

Event description:
The complainant also reported a placement signal not reliable alarm.